Event description:
Paclitaxel set tubing has been coming apart so that taxol leaks out. The event today is the third occurrence. The set comes apart when the nurse manipulates it or while the infusion is running and in one case, leaked on the pt. The set has come apart near the drip chamber and near the chamber containing the filter. According to reports, this has occurred with the vented and non-vented taxol sets, 2c7558 and 2c8857. The lot number on one of the sets is r05j03124, very difficult to read, it is an imprint on clear plastic.